Event description:
On 2 occasions, this homecare patient was being fed an enteral glucose solution during the night. The pt disconnected the administration set from the pump causing the pump to alarm, as designed. The family member re-installed the administration set, but forgot to return the pump to "run". The family member reported the pt was subsequently not fed for 5 hours and experienced an episode of hypoglycemia. There was no medical intervention reported. The pt recovered. One pt involved in 2 episodes.